Event description:
On 4/26/97 14f j tube inserted 1 week ago. Balloon inflated with 12 cc ns. Pt returned with leaking. 11 cc yellow turbid fluid withdrawn from balloon, same appearance as fluid draining through tube. 4/26 pt #2 pt states that tube inserted on 4/24 fell out. Balloon was deflated. Denies tampering.